Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported patient's ipg site was halfway opened and was draining. Patient's lead incision was also puffy. Patient underwent surgical intervention on (B)(6) 2024 during which both ipg and lead incisions were washed out and closed up. However, the labs from patient's wound washout were positive. As a result, patient's entire system was explanted on (B)(6) 2024.

Manufacturer narrative:
A patient's ipg site was halfway opened and was draining was reported to abbott. It was determined the patient's lead incision was puffy and underwent surgical intervention. Both ipg and lead incisions were washed out and closed up. However, the labs from patient's wound washout were positive. The patient's entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.